Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: no defect was found. Testing was unable to duplicate the complaint. Cartridge cap was not returned with the pump. No damage found to the cartridge compartment. Test cartridge cap is able to fully attach to the pump with no issues & was used to complete testing. No loss of prime events observed in the black box. An ezprime & 24 hr duration test were successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose was 1.7 mmol/l with severe dizziness and confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. A loss of prime issue that occurred once was reported. During troubleshooting it was determined the cartridge cap was not secure properly to the pump; there was no damage or defect to the pump or cartridge cap. This complaint is being reported because the reported injury was attributed to a use error.